Manufacturer narrative:
Correction : the correct MFR report # is 6000034-2018-01108, not 6000034-2018-01223, as initially reported. Additional information was received; per the clinic, only the magnet was explanted on (B)(6) 2018. There are plans to reimplant the patient with a new magnet; however it is unknown if this has occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). Revision surgery to replace the magnet is scheduled; however; it is unknown if this has occurred as of the date of this report.